Event description:
It was reported that pump displayed malfunction alarm code 9 with a fault ID, and customer had not experienced any other notable events before the issue occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump and assisted customer with the reset, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction code appeared again, which customer acknowledged and understood.